Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per email from (B)(6), she stated that her customer has a broken bed; the entire head/torso section that inclines and reclines is warped and they'd like to replace it.